Manufacturer narrative:
Correction: the correct report source should have been "health professional and user facility", rather than "health professional, user facility and company representative".

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited loss of capture. No intervention was performed. The patient was in stable condition and will continue to be monitored.